Manufacturer narrative:
Date received by manufacturer: 23oct2019. Date of report: 24oct2019. The gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/12/2019. International (B)(4). The manufacturer¿s international service technician confirmed the reported gas delivery system issue. The manufacturer¿s international service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported airflow accuracy test failed. There was no patient involvement.